Event description:
Reporter states customer reportedly received results of 300 mg/dl and 120 mg/dl within 10 minutes on the compact system. No blood glucose symptoms reported with these results. No actions taken based on device results. Controls were run, but had expired. No adverse event reported. Requested return of suspect device and replacement was sent.